Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a cage in a plif for an lcs. It was reported that the patient had infection by surgery post implantation. The cage was used and infection was caused by implant. The date of implant for reported product was (B)(6) 2021. No further complications were reported/ anticipated.

Manufacturer narrative:
Product identifier is unknown, hence 510k# is not available. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is being filed for notification purpose only. There is no clear allegation against product or confirmation of device's contributory cause to the event. If information is provided in the future, a supplemental report will be issued.